Event description:
Event description guidant received information that the implanted right ventricular lead had disldoged due to patient manipulation through the skin (twiddlers syndrome). Upon interrogation of the implantable cardioverter defibrillator (ICD), no lead measurement could be obtained. This was suspected to be caused by the lead dislodgement. The lead was capped and surgically abandoned. The ICD was explanted. A new ICD and lead were successfully implanted.